Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the left ventricular (lv) lead became dislodged while slitting the catheter into the lead. Fluoroscopy was performed to confirm the lead dislodgement. Additionally, the helix failed to retract. This lead was not used. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Unable to perform the helix mechanism / extension length test due to the helix being stretched during analysis.

Manufacturer narrative:
Section b6 should have included "fluoroscopy".